Event description:
Customer reported ventilator reportedly would not ventilate for what appeared to be a leak. Source of leak reportedly could not be found and pt desaturated. The anesthesia machine was swapped out, and the case was finished with no further reported problem. There was no reported pt injury. Following the case, hospital staff reportedly checked the machine and noted that the flow sensors and holder were partially dislodged from the machine. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.